Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds and a pinhole was noted at the base part of the balloon. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).